Event description:
It was reported that the pt had an acticon neosphincter revision surgery where an additional cuff was added because the pt remained incontinent after the original implant. During the exam, the cuff was not felt. It appeared the incontinence was due to the tab on the original cuff coming undone. The first cuff was left in place and the tubing was plugged. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.